Event description:
There was a tracer placed in my breast back in (B)(6) 2011. The findings were benign, the tracer was put in by (B)(6), I've made several attempts to reach out to them because I want the tracer removed, they gave little to know information of the procedure ever being done. It is now causing unusual sensations within my body and thinning of my hair. Any support you can provide to solve this issue would be greatly appreciated.